Event description:
Event description guidant received information that this transvenous defibrillation lead was experiencing sensing issues. The lead was found to be dislodged and pulled back into the svc. Repositioning attempts were unsuccessful. The lead was removed from service and surgically abandoned. Another guidant lead was successfully implanted.